Event description:
I have a samsung phone from sprint, which caused a severe rash to the left side of my face, with swelling and pain. I used otc hydrocortisone cream 2% and advil for inflammation. I am a rn, and am familiar with course of treatment for topical rashes. I have sensitivities to certain metals, and though I have had many cell phones, this model recently began to cause these problems. It was exacerbated by cell phone use, and the heat generated by the phone, whether it was on the charger or not. Dates of use: approx nine and and half months in 2007. Diagnosis or reason for reason for use: cell phone. Event abated after use stopped: yes. Event reappeared after reintroduction: no.